Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) was 231 mg/dl. Reportedly, the customer completed tubing fill, site change, and cannula fill, and resumed insulin to resolve the occlusions.